Event description:
Reportedly, the pacer would intermittently shut off while administering device pacing therapy to an asytolic patient during transport to the hospital. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the event due to a lack of patient viability.